Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported seeing a cable sticking out of the mega needle driver instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the issue of a cable sticking out of the instrument. The instrument was found to have one grip close cable broken near the proximal pulleys and proximal clevis cable hole. The idler pulley was able to spin freely and did not exhibit damage. The cable segment was observed to be sticking out at the instrument's wrist. No major wear was found on the proximal clevis cable hole.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.